Event description:
It was reported that this lead was explanted due to a dislodgement. During a fluoroscopy it was identified that the helix was unable to be retracted. A new right atrial (ra) lead was successfully implanted. No additional adverse patient effects were reported.